Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2024-53376; this report is for the same event as manufacturer report: 2124215-2024-53377.

Event description:
It was reported that three fibers turned out to be defective, with the detachment of the tip. This fiber was used at 2,062 joules for 1 minute and 10 seconds of use. A total of four fibers were used for the same patient. The procedure was completed with this last one fiber. No further complications were reported. This report is for the second fiber.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass cap was detached, and it was not returned with the fiber. The level of devitrification could not be determined due to the glass cap being missing. The fiber was functionally tested with the hene laser fixture, there are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. Based on the analysis results of the fiber tip, the device likely experienced heavy tissue contact and a decrease in saline flow, and it could cause elevated temperatures that may lead to cap/tip detachments. The interaction between the user and device, or sample, caused or contributed to the error. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There were no manufacturing issues that could have contributed to the reported event. According to the device instructions for use (IFU), the device was used in accordance with the IFU. It did not reveal any evidence of device off-label use or failure to follow instructions. It also includes warns against fiber body breaks such as: caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. The fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on analysis results, a conclusion code of unintended user error caused or contributed to event was assigned to this investigation. This report is for the same event as manufacturer report: 2124215-2024-53376. This report is for the same event as manufacturer report: 2124215-2024-53377.

Event description:
It was reported that three fibers turned out to be defective, with the detachment of the tip. This fiber was used at 2,062 joules for 1 minute and 10 seconds of use. A total of four fibers were used for the same patient. The procedure was completed with this last one fiber. No further complications were reported. This report is for the second fiber.